Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be due to a cardiac issue. The specific issue was not reported. It was not reported if pd therapy was ongoing until the time of death or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A service history review was conducted and there were no deviations noted that could have caused or contributed to the reported event during the service of this device. A review of the device logs found no failure or malfunctions that could have caused or contributed to the reported event. An internal and external visual inspection was performed and it revealed no problems and no evidence of fluid or moisture was found within the device. The device passed both the homechoice returned instrument testing evaluation (rite) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. The device evaluation did not identify any failures or malfunctions that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.